Event description:
During a pci treatment procedure, the maverick2 monorail 20x2.5 mm balloon ruptured at eight atms on the second inflation. The pressure reached on the first inflatino is not known. The pt was asymptomatic during this event. The lesion being treated was a calcified, 100% stenotic lesion in the mid-left anterior descending coronary artery. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'fine'.